Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that possible output circuit damage was observed. The device was unable to deliver therapy. An alert stated a high voltage charge was aborted. Lead damage was suspected. The lead was capped.